Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery test. There was no excessive no delivery alarm during testing. The unit had a minor scratched display window.

Event description:
The customer called to report excessive no delivery alarms. The customer's blood glucose level was 402 mg/dl. The customer performed troubleshooting, but they were unable to figure out the problem. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.